Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 229, 268, 266, 199 and 211 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/23/2023 and open vial date is less than 4 months ago. The meter memory was reviewed for previous test result history: result 1: 229 mg/dl, date: 6/12, time: 8:26am, fasting; result 2: 268 mg/dl, date: 6/12, time: 8:08am, fasting; result 3: 266 mg/dl, date: 6/12, time: 8:07am, fasting; result 4: 199 mg/dl, date: 6/8, time: 7:53am, fasting; result 5: 211 mg/dl, date: 6/8, time: 8:07am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 22-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.